Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, interrogation revealed high voltage lead impedance values out of range high. The values during the follow-up where in range and no action was taken. The patient is in good condition and will continue to normal follow-ups.